Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00273 thru 3012447612-2019-00277.

Event description:
It was reported that the tips of four drivers broke while removing screws that had been implanted for about 12 years. There was fusion present at the initial site which made the removal difficult. Subsequently, the last screw could not be removed. This is report one of five for this event.

Manufacturer narrative:
The returned universal driver was evaluated and confirmed for the reported failure of fractured tip. There were no other signs of damage on the device. It is likely that bone growth around the screws that were being removed cause a higher force to be exerted on the driver than the driver material could withstand. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tips of four drivers broke while removing screws that had been implanted for about 12 years. There was fusion present at the initial site which made the removal difficult. Subsequently, the last screw could not be removed. This is report one of five for this event.